Event description:
Associated medwatch reports: nx053z/ as vega ps tibial plateau cemented t2 (aesculap ag reference no. (B)(4)). Nx029z/ as vega ps femoral comp. Cemented f4n r. (Aesculap ag reference no. (B)(4)). Involved components: nx120/ vega ps gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)). Nn261z/ as tibial obturator d12mm (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Investigation results: visual inspection: the provided components show nearly no bone cement residue adhesive on the intended area. Beside visible scratches on surface of the tibial component, there are no obvious visible material/coating defects on the provided devices. The gliding surface of the meniscal component shows visible scratches and imprints which resulted from third body wear (bone cement residues and/or bone chips). Furthermore, it could be determined that the post of the meniscal component is visibly damaged. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: there are no hints for a material or manufacturing problem. Without further detailed information regarding the surgical techniques in this case, a clear conclusion cannot be drawn. The following can be mentioned as an informational note: there are several root causes for implant loosening. One possible root cause could be that there were problems with the cement technique and due to this the implant has loosened prematurely. But in this case, this is only speculative. Furthermore, a pre-contaminated surface, for example by blood or other residues from the bone resection, can negatively influence the holding force of the bone cement on the implant. There is also no evidence of this in this case and it is only considered a hypothesis. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nx029z - as vega ps femoral comp.cemented f4n r. According to the complaint description, postoperatively there was aseptic loosening. The primary surgery had been performed on (B)(6) 2018 with right total knee arthroplasty (tka). During revision it was noted that alignment had been very good, but no cement had been found on the implants. The implant was replaced with vega cobalt chrome. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nx053z/ as vega ps tibial plateau cemented t2 (aesculap ag reference no. (B)(4)). Nx029z/ as vega ps femoral comp.cemented f4n r. (Aesculap ag reference no. (B)(4)). Involved components: nx120/ vega ps gliding surface t2/2+ 10mm (aesculap ag reference no. (B)(4)). Nn261z/ as tibial obturator d12mm (aesculap ag reference no. (B)(4)).